Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the customer connected the pump to charge and the pump battery depleted. Subsequently, the pump shut off. The customer reconnected the pump to a power source and the pump briefly turned on before shutting off again. The customer's blood glucose level was 201 mg/dl. The customer has manual injections available as alternate therapy.